Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had porcelain aorta preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported a patient had an impella cp placed to support a patient in acute myocardial infarction with cardiogenic shock. During implantation, the 14 french peel-away was unable to advance so the doctor elected to use a 16 french gore and was able to advance the impella cp. The pump was unable to pass the aortic arch. The doctor believed the patient had a porcelain aorta. The decision was made to crash the patient onto extracorporeal membrane oxygenation and the impella cp was aborted.

Manufacturer narrative:
A.4 - a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿